Event description:
Gore medical co became aware of a mislabled thoracic endograft which was implanted at hosp. The graft was labeled as 34 mm x 10 cm when it was actually a 34mm x 15mm device. The pt was not affected by the difference in length.